Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model d224trk implantable cardioverter defibrillator (ICD) implanted: 2011-(B)(6); model 6947 implantable tachy lead implanted 2002-(B)(6). (B)(4).